Manufacturer narrative:
The lead was not returned for analysis. Therefore, the report refers only to the analysis results of the returned ICD. The returned ICD first underwent a status interrogation. The interrogation with a clinical programmer showed the device status eos and 283 registered charge processes. The memory content of the ICD was checked. The analysis of the available iegms showed interference signals in the right-ventricular channel, which led to repeated shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. Further analysis of the shock holter entries showed that the ICD performed at least 43 charge processes between 22 october 2018 and 29 october 2018. Because of these rapidly following charge processes, eos was activated on 29 october 2018 at 3:35 pm. The eos status was removed with a technical programmer, and a subsequent interrogation of the ICD showed the battery status eri. In a next step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. There were no indications of a device malfunction. The production documents of the ICD and the lead were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error. In summary, the ICD underwent a thorough analysis. The analysis showed that the device activated the battery status eos on 29 october 2018. The eos activation took place because of many, rapidly consecutive charge processes, caused by interference signals in the right-ventricular channel. The ICD proved to be fully functional in the context of the analysis and matched the technical specifications. There was no material defect or manufacturing error. Based on the analysis, a lead defect can, however, not be ruled out.

Event description:
Ous MDR - artifacts were present on this rv lead. There were 290 episodes with vf and charges aborted repeatedly. The associated ICD was in back-up mode and was at eos. No explant date was provided. Its believed that this lead was capped.